Manufacturer narrative:
H.6. Investigation summary: two samples were received. They came in the sealed packaging flow wrap. One has the barrel flange damaged and the other one has the barrel flange and the thumb press damaged. Two photos were provided. They show the samples received with the damages. This damaged may have happened at the plunger rod labeler assembly process. A jam could have induced this damage and not been noticed during the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that the bd posiflush¿ syringe has been found experiencing 41 occurrences of flange damage before use. The following has been provided by the initial reporter: the plunger rod and the flange of the syringe barrel has different degree of damage. All of it is seen before the package was opened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd posiflush¿ syringe has been found experiencing 41 occurrences of flange damage before use. The following has been provided by the initial reporter: the plunger rod and the flange of the syringe barrel has different degree of damage. All of it is seen before the package was opened.